Manufacturer narrative:
Device has not returned; therefore, product evaluation is not possible. In addition, lot numbers were not provided, so a review of device history records could not be conducted for this product. We are unable to determine the cause of the event. No info confirming whether an in vivo device malfunction occured, nevertheless, we are reporting the limited data available at this time for notification purposes.

Event description:
It was reported by a non-medical professional that a pt underwent an l5-s1 spinal fusion with posterior instrumentation. The pt is requesting testing procedures and results for broken screws.